Event description:
It was reported that during a total hip replacement procedure at the healthcare facility with orthomap modular hip navigation, at the final cup placement, the values displayed by the navigation system related to cup inclination and anteversion did not seem to match with the surgeon's estimation. It was reported that the surgical procedure was completed successfully without a delay; no adverse consequences, no impact to the patient and no medical intervention were reported.

Event description:
It was reported that during a total hip replacement procedure at the healthcare facility with orthomap modular hip navigation, at the final cup placement, the values displayed by the navigation system related to cup inclination and anteversion did not seem to match with the surgeon's estimation. It was reported that the surgical procedure was completed successfully without a delay; no adverse consequences, no impact to the patient and no medical intervention were reported.

Manufacturer narrative:
During the evaluation of the event, the cup inserter not being straight and the handle curvature and grooves were determined to be a potential cause of the reported event. The device was not received for evaluation, however images were available.